Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty oxygen valve assembly. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that a routine shift check by a clinician, the device displayed an o2 reservoir failure. Complainant indicated that there was no patient involvement in the reported malfunction.